Event description:
Caller reported a malfunction on the pump, with a specific malfunction code of malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, provided the customer with instructions for backup therapy using mdi, and confirmed a shipping address for the replacement with updated software. Support also guided the customer on using the new device, storing the old pump, and handling the return process, which the customer understood and acknowledged.